Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (plunger came out of the device after insertion) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned device condition indicated the reported unintended system motion (plunger came out of the device after insertion) appears to be related to interaction with the patient anatomical conditions such that contributed to the observed needle to cuff miss and subsequently, the plunger sprung back and came out of the device as reported. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A partial UDI was provided as the lot number is not known manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional runoff procedure with a 6f sheath. Reportedly the plunger came out of the device after insertion, before firing the needles. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.